Event description:
Customer reported that batteries in the insulin pump only lasted for 30-40 minutes and that the insulin pump continues to turn off. The blood glucose reading was 83 mg/dl. He stated that the buttons were not pressed excessively and that the backlight was not used frequently. He stated that there were no unattended alarms. He stated that the battery depletion issue had been occurring for three months. He stated that the batteries were not out of the insulin pump for an extended period of time. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.